Event description:
Customer reported on a bravo ph capsule that failed to attach. Customer reported that when the doctor went back in to view the capsule placement he did notice where the capsule had partially attached, causing the damage to the esophagus. No further treatment was required.